Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Nurse was unable to interrogate the implantable cardioverter defibrillator using radio frequency telemetry. Problem has not occurred again. Patient was asymptomatic.